Event description:
It was reported that the 9800 system would not boot up. Also the interconnect cable, foot switch, and lemo receptacle were defective. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, interconnect cable, lemo receptacle, and foot switch replaced during the service call. The software was installed. The system was tested and found to be working as intended, and put back into service.